Event description:
It was reported during an arthroscopic procedure using the starvac 90 icw the physician noted part of the screen had detached from the distal end of the wand intra-operative. According to the physician, the wand had been in use for less than one minute when the screen detached. Although the electrode balls remained attached to the wand, all material proximal to the electrodes was missing. The physician was unable to retrieve the detached fragments and believes the material was lost inside the pt's joint space. No further pt complications were reported as a result of this event.